Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to the procedure, the patient was noted to have a trivial sized pericardial effusion. Additionally, imaging was noted to be very challenging. The clip delivery system (cds) was advanced to the valve; however while under the valve attempting to grasp the leaflets, the leaflets appeared to get stuck on the shaft and the grippers. The cds was freed without issue. Difficulty was met obtaining adequate position on the leaflets to reduce mr. Following the grasping attempts, a slight worsening of the effusion was noted as it increased from trivial to small. Due to these issues, the cds was removed and the procedure was aborted with the mr remaining at 4. The patient was noted to be stable throughout the procedure and no treatment was performed for the effusion. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficulty to remove from anatomy appears to be due to challenging patient anatomy. The reported positioning failure, inability to grasp leaflets, and removal of clip also appears to be due to challenging anatomy. The reported pericardial effusion was related to pre-existing patient condition. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported poor image resolution appears to be related to challenging anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.